Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular lead was an attempted implant. The lead was not able to be positioned for acceptable capture thresholds. The lead was explanted and replaced with another lead. No patient complications have been reported as a result of this event.